Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported power issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power or rebooted by itself. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer believes that one of the crew may have powered the device off after a ¿termination of care¿ decision was made, however the customer is not certain of this. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.